Event description:
It was reported that as the programmer was powered on, it would intermittently shut off by itself. Also noted was that the programmer was unable to interrogate any device either manually or automatically. The programmer was returned for repair and another programmer was used. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Programmer was left on for many days but never shut down. Rf (radio frequency) head cable was moved around at the programmer connection to try to get it to shut down but the programmer continued to run as normal. The hard drive was making a lot of noise. The right side of the keyboard was damaged. (B)(4). Intermittent cable failure.